Event description:
During a follow-up, the device was unable to be interrogated. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
Additional information: the reported event of no communication was confirmed in the lab. Interrogation of the device revealed the device was below the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was premature. This premature depletion is consistent with the high current draw observed during bench testing. The cause of the high current draw was a u1 anomaly.